Manufacturer narrative:
Correction to b2: outcomes attrib to adv event and g2: report source additional information added to b5: describe event or problem. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
During a pulse field ablation clinical procedure a farawave catheter was selected for use. The procedure was performed on (B)(6) 2025. The farawave nav catheter was used for posterior atrial wall ablation, 16 applications with 2.0 kv were performed. During the procedure, the patient experienced an atrioventricular (av) block. It was suspected that the possible cause was ablation. The patient was hospitalized as a result and was discharged on (B)(6) 2025. The device is not expected to be returned. It was further report that the initial rhythm pre procedure was atrial fibrillation (af). During the procedure they cardioverted the patient to sinus rhythm. The 2:1 av block happened post cardioversion procedure. What likely happened is the patient had a fast heart rate due to the af. They converted to sr and the av node was still slow because of all the medications on board and it had been doing its job of blocking the fast af. It then took the av node a while to wake up and so the patient had a 2:1 av block until it woke up. Per the clinical database the rhythm at the end of the procedure was sinus at a rate of 50bpm. The rhythm at discharge was also noted to be sinus rhythm. The event was reported to be officially resolved as of (B)(6) 2025.

Event description:
During a pulse field ablation clinical procedure a farawave catheter was selected for use. The procedure was performed on (B)(6) 2025. The farawave nav catheter was used for posterior atrial wall ablation, 16 applications with 2.0 kv were performed. During the procedure, the patient experienced an atrioventricular (av) block. It was suspected that the possible cause was ablation. The patient was hospitalized as a result and was discharged on (B)(6) 2025. The device is not expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Manufacturer narrative:
Correction to d1: brand name. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
During a pulse field ablation clinical procedure a farawave catheter was selected for use. The procedure was performed on (B)(6) 2025. The farawave nav catheter was used for posterior atrial wall ablation, 16 applications with 2.0 kv were performed. During the procedure, the patient experienced an atrioventricular (av) block. It was suspected that the possible cause was ablation. The patient was hospitalized as a result and was discharged on (B)(6) 2025. The device is not expected to be returned. Additional information revealed the initial rhythm pre procedure was atrial fibrillation (af). During the procedure they cardioverted the patient to sinus rhythm. The 2:1 av block happened post cardioversion procedure. What likely happened is the patient had a fast heart rate due to the af. They converted to sr and the av node was still slow because of all the medications on board and it had been doing its job of blocking the fast af. It then took the av node a while to wake up and so the patient had a 2:1 av block until it woke up. Per the clinical database the rhythm at the end of the procedure was sinus at a rate of 50bpm. The rhythm at discharge was also noted to be sinus rhythm. The event was reported to be officially resolved as of 03-feb-2025.